Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the new orders were not crossing over. A technical support specialist (tss) logged in and the carefusion coordination engine (cce) management console appeared blank when accessed through remote support service, but it loaded correctly when accessed through securelink. Tss coordinated with the es agent, who accessed the cce on server (B)(6) via securelink and shared the session with tss. During further investigation, tss found that meditech had stopped sending patient order messages and resumed sending messages, based on trace log findings. The customer also took the stations off critical override and verified proper operation on their end. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all new orders were not crossing over, and stations were in critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.